Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was taken to the hospital and released the same day. The customer also stated that two weeks later she was hospitalized due to hypoglycemia again. The customer states that she went over the insulin pump with her doctor and that evening was fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.